Manufacturer narrative:
On july 6, 2021, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant had some creases/folds on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 9, 2021, mentor became aware that patient's date of birth is (B)(6) 1973, and patient's age at the time of event was 45. Hence, following fields have been updated on this form: patient's date of birth has been updated from "(B)(6) 1993" to "(B)(6) 1973" under field a2. Patient's age at the time of event has been updated from "25" to "45" under field a2. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 10, 2021, mentor became aware that patient also experienced left side implant fold and right side breast mass in addition to left side rupture, and capsular contracture; baker grade IV. The right side device was intact upon removal. Bilateral ptosis was also found. The replacement devices used on (B)(6) 2021 were catalog number shpx415; serial number (B)(6) on the left side and catalog number shpx415; serial number (B)(6) on the right side. Medical device problem code - "material integrity problem" to capture device fold has been added to field h6 on this form. On june 15, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade IV. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture postoperatively. On (B)(6) 2018, patient had an MRI that revealed bilateral rupture. On (B)(6) 2021, mentor became aware that patient also experienced left side capsular contracture; baker grade IV. As a result, the devices will be explanted on (B)(6) 2021. This report is for the patient¿s left-sided device.